Event description:
It was reported that a pump malfunction occurred, indicated by a malfunction code. The customer's blood glucose level had risen to an unspecified high value due to this issue. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections. No third-party assistance was required. Technical support provided pump reset instructions and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.